Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a button anomaly. The middle button was stuck. The customer was on an airplane for two hours and it was afterwards when she had noticed the issue. The customer also reported that they received a stuck button alarm. The customer's blood glucose level during the incident was unknown. Troubleshooting was performed. The customer stated that they did press the button down for three minutes or longer. The customer was able to clear the alarm. The customer reported that the button was molded and flat. They had to press it and hit on with their palm to get it unstuck. The select or center button was unresponsive. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.